Manufacturer narrative:
H11: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an uneven catheter is confirmed and was determined to be related to the manufacture of the device. One 4 fr s/l powerpicc solo catheter with its t-lock assembly and 3cg stylet was returned for evaluation. An initial visual observation of the returned catheter showed no obvious use residues throughout the returned device. A small bump was observed along the catheter shaft at the 16 cm depth marker. A tactile evaluation of the returned catheter shaft revealed the catheter to be uneven at the 16 cm depth marker and at the 50 cm depth marker. A microscopic observation revealed the bump on the catheter at the 16 cm depth marker to align with the extrusion line of the catheter shaft. A microscopic observation of the 50 cm depth marker showed a shiny texture longitudinally beside the 50 cm marker. The observation of flash deformation on the catheter shaft was determined to be related to the manufacture and extrusion process of the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that nurse felt a defect on catheter before inserting it into patient. The defect is on 16 cm marking. The defect was both visible and palpable. A new PICC was retrieved and inserted. There was no patient harm. 11/19/2025: it was found during an investigation microscopic observation revealed the bump on the catheter at the 16 cm depth marker to align with the extrusion line of the catheter shaft.